Manufacturer narrative:
The lead remains implanted. A boston scientific technical services (ts) consultant reviewed the memory dump provided and discussed that pacing impedance gradually has been increasing overtime from 900 ohms to above 2500 ohms over time during the past year until they went to saturated readings. While the shock lead impedance measurements remained stable and within normal expectable range. In addition, no noise was been observed in stored electrogram (egm) affecting right ventricular (rv) channel. Only minor noise is visible in episode v215 on the shock channel and most likely is related to myopotential signals that are quite normal in this long field and probably related to patient exercise on pectoral region. The observation of gradually increasing impedance with sudden change in rv pacing threshold may be attributed to a build-up of fibrosis or at the interface of the lead tip / heart tissue rather than a lead mechanical issue. The agent recommended further deeper right ventricular (rv) lead integrity testing including isometric and pocket manipulation with real time egm recordings. It was also recommended by the agent that the physician consider shortening the device follow-up interval to evaluate for appropriate rv sensing and rv pacing capture based on the patient clinical needs. The patient is fine and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed high pacing impedances greater than 2,000 ohms and high thresholds. All other measurements were confirmed to be stable and within range. A boston scientific technical services (ts) agent was contacted as the physician requested review of the patient's high pacing impedance measurement. A memory dump was sent into an agent for review. No adverse patient effects were reported. Rv lead remains in service.